Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had the cuff of his artificial urinary sphincter (aus) replaced due to it was too loose. A new 4.5 cm cuff was implanted. No patient complications were reported in relation to this event.